Event description:
At time of breast augmentation rptr was told by surgeon there was a very miniscule possibility of loss of sensitivity to breasts (about 2% of cases). Rptr lost all feeling in breasts and continues to have pain and discomfort. Every woman rptr has talked to and every woman she has seen interviewed, who has had breast augmentation, has also lost feeling in breasts. Ongoing symptoms possibly linked to breast implants include hair loss, auto-immune condition, skin rashes, bladder irritation, memory loss, sleep disorder, fatigue, colitis, and etc.